Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and the right ventricular leads exhibited noise. The patient was seen in clinic on (B)(6) 2018. The noise was not reproducible with movement, pocket manipulation or isometric exercise. It was determined that the noise was due to external source. No intervention was performed. The patient was in a stable condition.